Event description:
According to the hosp they have experienced 3-4 incidents of masks missing from the resuscitator polybag. All were found at set-up with no pt involvement. The 3-4 incidents occurred during the past 4-5 months. The hosp reported that the resuscitators are stored in the deawstring polybags in various locations throughout the hosp. I.e. Crash carts and bed units. Reportedly the tamper resistance tape on the drawstring polybag was in place.